Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve and the patient continues receiving antibiotic treatment. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.